Event description:
It was reported in the journal of urology, volume 171, 762-764, 2/2004 that after a sling procedure a vaginal erosion of the tape occurred. The pt presented with vaginal pain, discharge and bleeding, dyspareunia, dysuria and recurrent urinary infection during either the 5, 13 or 45 months follow ups. The pt also had recurrent urinary incontinence. The pt underwent transvaginal tissue debridement. The pt subsequently underwent surgery involving partial tape removal.